Event description:
It was reported that during routine follow-up the touchscreen of this programmer froze after about an hour and a half of use. Restarting the programmer solved the issue. No adverse patient effects were reported.